Manufacturer narrative:
On 9-jul-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was backflow at the hemostatic valve section. The medical team also found that there was stiffness/resistance when putting the ablation catheter inside the sheath. The blood return from the backflow was approximately 5ml. The hemostatic valve, brim cap, and hub were not dislodged or otherwise visibly damaged. The sheath was changed and the issues resolved. The procedure continued and no patient consequences were noted. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section, the shaft was bent and the dilator was not returned for the investigation. A microscopic examination of the hemostatic valve surface showed stress marks on the star section area. Good known lab samples catheter and dilator were introduced through the sheath, and resistance was felt due to the bent shaft condition. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002449 number, and no internal actions related to the complaint were found during the review. The hemostatic valve leak and resistance issues were confirmed to be due to damage to the hemostatic valve. The potential cause of the hemostatic valve issue could be related to the incorrect insertion of the dilator into the sheath. The potential cause of the bent shaft could be related to the handling of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: after the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6) since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was backflow at the hemostatic valve section. The medical team also found that there was stiffness/resistance when putting the ablation catheter inside the sheath. The blood return from the backflow was approximately 5ml. The hemostatic valve, brim cap, and hub were not dislodged or otherwise visibly damaged. The sheath was changed and the issues resolved. The procedure continued and no patient consequences were noted.

Manufacturer narrative:
On 8-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).